Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total hip arthroplasty surgical procedure, it was discovered that the surgeon had a problem with stopping the battery handpiece device when reaming the acetabulum. It was reported that the trigger remained blocked and it was a problem stopping the device. It was reported that the only way how to stop the device was to do it manually. It was reported that the event occurred during use on a patient. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.